Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the trial leads were pulled out due to inadequate stimulation and severe pain. No further information has been obtained.